Event description:
It was reported that the patient had chest pain and the procedure was to treat a free perforation located in the left main artery. Prior to use of the 2.8x19mm rx graftmaster covered stent, the patient experienced cardiac arrest. Reportedly, the 2.8x19mm rx graftmaster covered stent was used and expired but was deployed at 15 atmospheres (atms) and the perforation was sealed. It was reported that the use of the graftmaster covered stent did not cause or contribute to complications or adverse events. The patient continued to code afterwards when he was on the ambulance stretcher and about to be transferred. CPR was performed and medications were given but could not get the patient back. However, there was no indication that the device caused or contributed to the patient death and the patient¿s health was declining prior to use of the graftmaster. In the physician¿s opinion, the graftmaster device did not cause or contribute to the patient death in any way. The ultimate cause of death for the patient was cardiac shock. No additional information was provided.

Manufacturer narrative:
Medical device problem code - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 06-december-2018 with an expiration date (use by date) of 30-november-2020. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2022. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. It is likely the IFU deviation contributed to the reported event. The investigation determined the reported device expiration issue appears to be related to the use error. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.